Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-ray. Radiographic findings note that the cause for revision is loose acetabular cup. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - p/n 00620005822, shell porous with cluster holes 58 mm o.d., 61483199. P/n 00630505832, liner standard 32 mm i.d. For use with 58 mm o.d. Shell, 61172078. P/n 00877503201, bioloxâ® delta, ceramic femoral head, s, ã¸ 32/-3.5, taper 12/14, l/n 2553888. P/n 00771100920, m/l taper stem, l/n 60958198. The device has not been returned for evaluation at the time of this reporting. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision procedure approximately seven years post-implantation due to pain secondary to acetabular loosening. It was further reported that MRI results noted joint effusion and edema. No further information has been provided.